Manufacturer narrative:
The device was evaluated. Visual inspection was performed which noted a damaged ac power port. The event history log review did not show evidence of the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the event. The cause is related to a damaged component. The ac power port requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a damaged ac port was identified. No additional information is available.